Event description:
Approximately five months post stent implant, restenosis was identified on the stent. The report received from the patient, indicated that during the index procedure, two cypher stents, a 2.50 x 28 mm and a 2.75 x 13 mm were implanted. The two stents were deployed in an overlapping fashion in the left anterior descending artery. The stents were deployed at 14 atmospheres and were successfully post dilated. Kissing balloon technique was used as the lesion was at a bifurcation. The lesion was described as a total occlusion, "highly diffused" and with "late presentation of infarct". The physician indicated that the stents were probably not implanted in the actively moving segment of the artery, there was no myocardial bridging noted and that the stent was possibly intramyocardial. The procedure was successful without any complications. Three days post stenting, the patient presented with chest pain, an angiogram was performed confirming stent patency; according to the doctor, the stents "were fine". Approximately five months post stent implant, the patient suffered an "angina attack" and was admitted to the hospital. The patient had an angiogram, which identified restenosis and the stent fracture. According to the physician, the 2.5x28mm was fractured and also appeared separated; in addition, the 2.75 x 13 mm stent presented restenosis. Therefore, a 3.5 x 13 mm cypher stent was placed, an increased dosage of metoprolol was administered and the event was resolved. The product is not available for evaluation, as it remains implanted. This is one of two products involved in the same patient and reported under manufacturing number: 3003742446-2008-00153. Additional information will be submitted within 30 days upon receipt.